Manufacturer narrative:
Based on the information available, ticket has opened improperly and there is no device malfunction.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device did not trigger the shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device did not trigger the shock. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.